Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -16.5/5.5/078 diopter in the patient's right eye (od) on (B)(6) 2016. The patient experienced discomfort and loss of bcva due to presence of pre-existing condition, keratoconus eye. On (B)(6) 2017 the lens was explanted. (B)(4).

Manufacturer narrative:
This product is manufactured in the us, but not marketed in the us. (B)(4). Device was implanted on a patient with a pre-existing condition (keratoconus eye) which is contraindicated for use in the dfu. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17/+6/86 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced discomfort and loss of bcva due to presence of a pre-existing condition,keratoconus eye. On (B)(6) 2017 the lens was explanted.